Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lead was replaced due to the displacement of the original lead and the lead was returned. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Analysis identified that the conductor(s) were broken in the body of the lead; consistent with explant damage. Analysis determined conductor wire(s) were broken due to overstress/damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v837590, implanted: : 2011, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: v837590, ubd: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient had a lead revision, but that they did not know the reason for lead revision. During the revision the operating doctor was pulling the lead out and the middle of the lead ended up stretching so thin that it broke. The lead was completely replaced. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.